Event description:
During a remote follow up, noise due to electromagnetic interference (emi) and decreased sensing were observed on the right atrial (ra) lead. Ra lead damage was suspected but not confirmed. No intervention has been performed. The patient was stable.